Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system checkout.

Manufacturer narrative:
Visual inspection of the driver revealed evidence of possible improper use, which included scuff marks on the primary motor and main printed circuit board assembly (pcba), a broken u21 pressure sensor on the main pcba, a broken scotch yoke on the piston cylinder assembly (pca), and a broken external connector on the connection 1 receptacle cable. The observed damage supports the assertion of an impact shock or rough handling to the driver. The driver's alarm history was reviewed and revealed eight new alarm fault codes, all '12' codes. This alarm code is produced as a result of the primary motor not being engaged. The customer-reported alarm and no pumping upon driver startup was confirmed and was able to be reproduced during investigation testing; the root cause for the alarm and no pumping was a malfunction of the piston and cylinder assembly, as the scotch yoke was broken on both the primary and secondary sides. The observed damage supports the assertion of an impact shock or rough handling to the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.